Manufacturer narrative:
H3: product analysis confirmed that visually, portions of the wire harness were cut when returned and there were traces of a yellow-colored residue on the outside diameter of the cuff balloon on the distal end of the device and surgical tape near the clamp shell on the proximal end. Additionally, there were scratches and holes in the red with white stripe trace pad and white-colored residue on the distal outside diameter of the device. Due to the cut wire harness, the electrode wires were stripped to perform continuity testing. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 77.9 ohms (blue), 119.3 ohms (blue with white stripe), 207.8 ohms (red), and no reading on the distal end of the trace pad but 35.6 ohms on the proximal end (red with white stripe) which the red and red with white stripe electrodes were out of specification. For further analysis, a stylet was used to manipulate the area around the clamp shell and the resistivity of all the electrodes were out of specification. Console functional testing could not be performed due to the broken state of the wire harness. A review of the global complaint data showed no other complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately after half hour after the start of the case the nim machine started beeping sporadically. Troubleshooting was performed and it did not fix the issue. Attending physician requested to send the nim tube back to the manufacturer as this was thought to be the source of the problem. The devices was inspected with no issues found. Device passed all safety and performance checks and was returned to service.

Manufacturer narrative:
Correction: section e 3. Was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.